Event description:
As reported from the (B)(4) study, a patient experienced periprocedural pci post index procedure based on the received adjudication minutes. The patient had a previous history of pci in an unknown vessel before the index procedure on an unknown date. It was unknown what stents were placed during the previous pci. At the time of the index procedure, the angiography revealed 100% instent restenosis of an unknown stent in the svg 1st obtuse marginal and 95% instent restenosis of an unknown stent in an unknown cardio vessel. The indication for the procedure was stable angina pectoris. The first lesion treated was svg 1st obtuse marginal that was described as 10mm in length, class c, and 100% isr of an unknown stent. The reference vessel was 2.25mm in diameter. As a planned procedure, the lesion was pre-dilated with a 2 x 9mm balloon at 12 atm and a 2.5 x 13mm cypher rx was implanted at 10 atm. The second lesion (unknown cardio vessel) was described as 10mm in length, class c, and 95% isr of an unknown stent. The reference vessel was 2.25mm in diameter. As a planned procedure, the lesion was pre-dilated with a 2 x 9mm balloon at 12 atm and a 2.75 x 23mm cypher rx was implanted at 16 atm. Consequently, a second 2.75 x 23mm cypher rx was implanted overlapping distally to the initial stent at 10 atm in order to fully cover the lesion. 6-12 hours post index procedure, the ck-mb was 5.8 (5.0 unl) and troponin t was 0.45 (0.01 unl). Approximately 12 hours post index, the ck-mb was 8.5 and troponin t was 0.35. And finally 16-24 hours post index procedure, the troponin t was 0.35. As per the adjudication report, the hospital laboratory reports, ECG tracings, intervention catheterization report, admission summary notes, and discharge summary were not received from the site after multiple numbers of requests. There were no device delivery issues and the patient was discharged in two days.

Manufacturer narrative:
Concomitant medications included aspirin, avandia, cephalexin, plavix, heparin, integrelin, levothyroxine, lisinopril, metoprolol, naproxen, and tricor. Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural pci post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, angina, family history of coronary artery disease, CABG (1995), diabetes mellitus and abdominal hernia repair. The patient had a previous history of pci in an unknown vessel before the index procedure on an unknown date. It was unknown what stents were placed during the previous pci. At the time of the index procedure, the angiography revealed 100% instent restenosis of an unknown stent in the svg 1st obtuse marginal and 95% instent restenosis of an unknown stent in an unknown cardio vessel. The indication for the procedure was stable angina pectoris. The first lesion treated was svg 1st obtuse marginal that was described as 10mm in length, class c, and 100% isr of an unknown stent. The reference vessel was 2.25mm in diameter. As a planned procedure, the lesion was pre-dilated with a 2 x 9mm balloon at 12 atm and a 2.5 x 13mm cypher rx was implanted at 10 atm. The second lesion (unknown cardio vessel) was described as 10mm in length, class c, and 95% isr of an unknown stent. The reference vessel was 2.25mm in diameter. As a planned procedure, the lesion was pre-dilated with a 2 x 9mm balloon at 12 atm and a 2.75 x 23mm cypher rx was implanted at 16 atm. A second 2.75 x 23mm cypher rx was implanted overlapping distally to the initial stent at 10atm in order to fully cover the lesion. 6-12 hours post index procedure, the ck-mb was 5.8 (5.0 unl) and troponin t was 0.45 (0.01 unl). Approximately 12 hours post index, the ck-mb was 8.5 and troponin t was 0.35. And finally 16-24 hours post index procedure, the troponin t was 0.35. As per the adjudication report, the hospital laboratory reports, ECG tracings, intervention catheterization report, admission summary notes, and discharge summary were not received from the site after multiple numbers of requests. There were no device delivery issues and the patient was discharged in two days. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15065763 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00283, 3003742446-2012-00284, and 3003742446-2012-00285.